Event description:
Customer reported secondary medication back flowed into primary solution bag. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of back flow was confirmed through functional testing. The sample was sent to the check valve supplier and testing resulted in normal findings. Disassembly of the check valve did not find any particle or anomalies. The cause of the customer's experience was due to a faulty check valve. The root cause of the failure could not be determined. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.